Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported by the parent that the pediatric patient was getting a false "normal" egvs on his display device. At an unspecified moment, the cgm egv was documented as 96 mg/dl. The patient had altered mental status. It was not specified nor clarified whether a bg was checked at this time. The patient passed out abd 45 minutes later, he was taken to a fire station. The paramedics tried to prick the pt's finger twice: one reading was "normal" (value not specified) and second reading was "low." At an unspecified moment during the episode, the bg was documented to be 52 mg/dl. The egv at this time was not specified nor clarified. The paramedics brought the patient to the ER and they gave him an IV. By that time, the patient was able to drink some juice. The patient experienced further disorientation and stayed in the ER for a couple of hours to run some blood tests and urinalysis, and then he got released. His bloodwork only showed hypoglycemia and no other abnormal condition. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.